Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel false positive results occurred. The following information was provided by the initial reporter: "false positive results for the vibrio target."

Manufacturer narrative:
H.6 investigation summary: inv-22-plc-350. The complaint concerns four samples positive for the vibrio target with the bd max¿ ext enteric bacterial (xebp; ref#(B)(6)) kit lot 2151467. According to customer, the results appeared to be false positive results based on the unusual curves appearance. Complaint history review showed no other complaint on bd max¿ xebp kit lot 2151467. In the last twelve months, eight other complaints were received for discrepant or false positive result with the bd max¿ xebp assay. Various potential root causes were identified such as atypical curves, samples contamination and samples at assay limit of detection (lod). Based on the complaint review, no reagents issue was identified. No anomaly was observed, in bhr review of bd max¿ xebp kit lot 2151467 which could have a link with the customer issue. Also, the kit met the release specifications and qc results were within the trends. Retain material was not tested since it would not provide more information than what is available from the final qc test. A gross product contamination would have been detected by the final qc test, which is not the case. No sample was received for investigation. Customer provided run 4105 for investigation, containing four samples positive for the vibrio target, corresponding to the customer¿s description of the issue (samples a1, a2, a3 and a5). Analysis revealed that despite the fluorescence increase observed in the background corrected curves at cycle 25, the signal in the rox channel does not show any amplification when analyzed in raw, in the bottom position of the cartridge (vibrio target), suggesting that the positive results are not true amplification. According to customer, the issue happened after a preventive maintenance on bd max¿ instrument ct1520. An instrument complaint was also filed for this issue, and the instrument complaint investigation identified the cause of the issue to be the script and normalization. A work order was carried out on instrument ct1520 to fix these issues and the instrument now complies with bd requirements. Based on the investigation, an instrument issue caused the customer¿s positive results, and no reagents issue is suspected.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel false positive results occurred. The following information was provided by the initial reporter: "false positive results for the vibrio target."